Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler severely misaligned staples in the cover block. The stapler was returned with the trigger partially engaged, and there was evidence of biological material on the device. The stapler was received with an estimated 7 staples left in the cover block, indicating the customer fired at least 28 staples. One staple was observed to be jammed over another staple at the front of the cover block, preventing any staples from firing. The jammed staple was removed and dimensional inspection was performed. The width of the staple was 0.5593", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. The height of staple 1 was measured to be 0.137" which does not meet the defined specification range of 0.130" 0.002" per the applicable drawing. Per DHR the product visistat 35w 6/box lot # 73j2500503 was manufactured on 09/18/2025 a total of (B)(4) pieces. Lot was released on 09/24/2025. DHR investigation did not show issues related to complaint. The applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staple not firing" was confirmed based upon the sample received. The stapler was returned with the trigger engaged and the staples severely misaligned in the cover block. The stapler was disassembled and the jammed staple was removed for dimensional analysis. The width of the staple was 0.5593", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. The height of staple 1 was measured to be 0.137" which does not meet the defined specification range of 0.130" 0.002" per the applicable drawing. Actions to address the staples out of specification were established as part of nonconformance, which was closed on 31-oct-2025. The returned sample was manufactured prior to these actions on 18-sep-2025. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred." 2 devices involved. Associated mdrs: 3003898360-2026-00030 and 3003898360-2026-00031.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred." 2 devices involved. Associated mdrs: 3003898360-2026-00031.